Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive shock applied on the ccd wire. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the u/d lock lever broken, the control body corroded, the lg cable connector corroded, the shield cover corroded, the operation channel leak, the operation channel cut, the operation channel faulty connection, the bending rubber faulty connection, the insertion flexible tube (ift) faulty connection, the distal body faulty connection, and the light guide cable faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.